Event description:
The customer reported that vasoseal was used following a diagnostic catheterization procedure on 12/30/97 with no complications. On 2/16/1998, the pt presented to another facility with drainage at cath site and a foreign object that was protruding from surface. The foreign object was removed, wound was closed and dressing was applied.